Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm vessel sealer extend instrument and completed the device evaluation. The instrument was analyzed and was found to have a grip ring dislodged. This failure likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Additional observation(s) related to customer reported complaint included the instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged, the grip ring was dislodged.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument jaw would not open even when the customer pressed the release slider. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument successfully sealed and cut once without issue. Then the instrument jaws would not open again when the surgeon attempted to grasp the tissue. The issue occurred after the instrument had been used for several minutes and the jaws were not stuck closed on tissue. There was no bleeding, no adverse effect to the tissue, and no unexpected tissue removal observed.